Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that the surgeon implanted a patient with a prodisc c vivo implant. After a few weeks it was found that the implant had migrated. The surgeon removed the implant and converted the patient to a fusion. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk assessment found that the hazards associated with the complaint and identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following removal, additionally no imaging was provided. The vivo removal was due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a surgeon implanted a patient with a prodisc c vivo implant. After a few weeks, it was found that the implant had migrated. The surgeon removed the implant and converted the patient to a fusion.